Event description:
It was reported that the maryland bipolar forceps instrument exhibited leaking from the tip. The customer reported event had no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the initially reported ¿leaking fluid¿ was not confirmed, as the user clarified that no fluid was observed leaking from the instrument. Instead, the issue involved a lack of proper synchronization between the hand controller and the instrument, affecting functions such as jaw opening/closing and wrist movement. No energy output issues were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm and not replicate the customer complaint "potential reversed/unintuitive motion". The instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections, no motion related issue detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. No motion related issues were detected during the failure analysis. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.